Event description:
The customer reported that they had a micropaq that moved between acuity central monitoring systems floor 11th and medsurg without the tele-tech's initiating any transfers. No patient injury involved with this report.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation has completed.